Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they are trying to get an MRI because they need a revision because one of the leads has come out. Patient said they met with a specialist who told them that the lead was out and now the issue with the lead is starting to bother them more than their back and causing them grief. Patient reports they believe the issue started late last year. Patient said their provider directed them to call to determine if they can get an MRI done. Patient states they have been trying to get an MRI since last year but no one will do it. Agent reviewed MRI guidelines and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2022; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.